Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, skin infection or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The pod was worn longer than 48 hours.

Manufacturer narrative:
The device was received partially deployed. The pink slide insert was visible through the viewing window and linkage assemble was observed to be fully retracted. Formed needle was observed to be extending beyond the needle well. Upon opening the pod, the needle was observed to be dislodged from the slide retract. Damage was found to the slide retract indicating the incorrect installation of hard cannula. The incorrectly installed hard cannula caused the exposed needle. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause an infection at the infusion site. Although the investigation found no evidence of any damage, the reported event could not be determined. The data download returned an 0x18 alarm, signaling that the reservoir had been emptied. The reservoir was observed to be emptied. This is not a failure of the device, but a safety feature.